Event description:
It was reported that a pt sustained an injury while preparing to be scanned on a prestige si x-ray table. As the pt was being assisted onto the table his leg contacted a damaged table top hand protection guard, and as a result received a cut to his leg requiring 2 stitches. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
A: under european law, pt info is considered confidential and will not be released by the hospital.